Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie received one (1) tsx54b11, (tsx¿ implant, 5.4mmd, 11.5mml) for evaluation. Visual evaluation of the as returned device identified the implant with signs of use, and was worn. Functional testing with an in-house screw, verified the implant's threads, retains, and disengages as intended. No apparent malfunction or damage was identified to the internal threads. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1281565. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1281565 for similar events and no other complaint was identified. The customer did not submit images for the reported event. A definitive root cause could not be determined since the device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information and functional testing, the implant malfunction did not occur. The reported event was unconfirmed with all the available information. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report. D4: catalog number. D9: device availability. G3: date received by manufacturer. G6: checked "follow-up." H2: checked follow-up type. H3: changed "no" to "yes." H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
It was reported that the top of implant internal threads were damaged. Implant was removed. Only cover screw was used. Tooth site: 19.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. B3: date of event unknown / not provided. E1: last name unknown / not provided.